Manufacturer narrative:
Section h4 device mfg date was updated based on product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a "replace sensor" message after 12 days of wearing the adc freestyle libre sensor and experienced dizziness and fatigue. Customer was reportedly unable to self-treat and was given coca-cola by a non-healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs(device history review) for the libre sensor and libre sensor kit were reviewed and the DHR(s) showed the libre sensor and libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a "replace sensor" message after 12 days of wearing the adc freestyle libre sensor and experienced dizziness and fatigue. Customer was reportedly unable to self-treat and was given (B)(4) by a non-healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 12 days of wearing the adc freestyle libre sensor and experienced dizziness and fatigue. Customer was reportedly unable to self-treat and was given (B)(6) by a non-healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.